Event description:
Boston scientific received information that the local representative contacted technical services in (B)(6) 2010 to discuss shock measurements for this device. The local representative reported there were two that were above 100 ohms in (B)(6) 2009 and (B)(6) 2010. The induction episode at the time of the procedure was 62 ohms. Technical services explained that this single coil lead could have a higher impedance but it is in the timeframe of a possible loose set screw. The right ventricular (rv) impedance was stable. Technical services discussed that this could be normal or a questionable set screw. Technical services suggested an xray to evaluate the system and that the physician could continue to monitor if desired. The device was programmed to proper rv to rv (coil) configuration. The emergency room (ER) physician did obtain a chest x-ray that was done in an anterior-posterior orientation which made it very difficult to see a clear picture of the header. The physician spoke with the on-call cardiologist and elected to monitor and follow up in the office. No intervention was undertaken. Subsequently, boston scientific received information that this patient's latitude monitoring system detected a red alert (high shock impedance) in (B)(6) 2010. The local representative and clinic nurse were notified of the alert. Subsequently, the local representative contacted technical services to report checked the shock impedance and the measurements were in the 82-83 ohm range. No electrogram noise or out-of-range (oor) measurements were recorded during pocket manipulation. Boston scientific received information from the local representative that this patient has been scheduled for an invasive procedure to replace the rv lead.

Event description:
Three increased intraperitoneal volume (iipv) situations were identified in the log of a homechoice (hc) device. This is report 1 of 3. The iipv occurred on (B)(6) 2010 during drain cycle 3. The programmed fill volume was 1700ml and the total drain volume was 2878ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The product analysis lab (pal) evaluated the device. A short simulated therapy was performed and completed successfully. The crt (cycler remote toolbox) software was used to diagnose the device?s pneumatic system. No leaks were detected; all pressures were correct and stable. There were no problems found during an internal inspection. The cause of the increased intra-peritoneal volume (iipv) found in the device logs was determined to be insufficient drain one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Baxter followed up with the peritoneal dialysis (pd) nurse and provided the device evaluation results. Nurse reported the home patient (hp) had her catheter repositioned in (B)(4) 2010 (date not reported) due to draining issues. Per nurse, hp did not report any overfill symptoms and no medical intervention or injury was associated with this event. The nurse reported the hp is doing well with her current therapy and continues to use the homechoice device.